Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient developed a hematoma and was experiencing bilateral leg paralysis following an implant surgery. It was noted that the patient visited the ER on (B)(6) 2017, and was given toradol before being sent home. A thoracic MRI identified the hematoma. The 7 cm hematoma was evacuated and the ins system was explanted. The hcp also performed a 4 level laminectomy(?). Follow-up was conducted with the hcp. No further complications were reported.